Manufacturer narrative:
Under european law, patient information is considered confidential and will not be released by the hospital. This report is submitted to FDA after user report has been filed in (B)(6). New more sensitive firmware uploaded.

Event description:
While mr. (B)(4), technician was performing maintenance, he noticed that software update was overdue. After he updated, the software patient was adapted to the ventilator. While the technician was performing maintenance on the second device, patient had some issues with the device he had just performed the maintenance. The device doubled every third breath. Since both machines were updated at the same time, patient was adapted to his former ventilator (lvt 1000). On the same day, the technician brought 2 new ventilators from his head office. Technician brought both devices back to his office to find the cause of problem. After analyzing the data, mr. (B)(4), technician informed breas that the problem was caused by the new update, because the parameters for trigger were either set lower or erased. Based on the information provided at this time, including investigation results indicating a use error, the reported event is considered reportable per 21 cfr part 803.3.